Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a persistent atrial fibrillation procedure, an air leak occurred. Using the included dilator and the non-abbott wire (baylis), transseptal was performed. The non-abbott catheter (farawave nav) was inserted and while aspirating the sheath, air was aspirated. The sheath was replaced with a non-abbott sheath (faradrive) and the procedure was completed with no adverse consequences to the patient.